Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm or scrolling numbers noted. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the buttons on the insulin pump was not responding. Customer's blood glucose was 133 mg/dl. Customer reported the arrow keys were functioning, up key is locked, scrolling through blood glucose readings. None of the buttons are functioning now. Customer reported he was in the hot tub, just dried off and possibly exposed the device to moisture. When asked if customer recalls any significant events that may have led to the keypad issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.